Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5.

Event description:
Olympus further received information from the customer that the clip that was dislodged in the olympus scope was not an olympus clip.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a clip remained in biopsy channel due to physical damage of the subject device. Then the clip came out by some stress during another procedure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)in sections: ¿operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel. Detection method¿ ¿reprocessing manual: 5.5 manually cleaning the endoscope and accessories: brush the channel. Preventive measure¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the allegation was confirmed. The boroscope found a kink at the channel. Additional findings included an incorrect label, insulation test on the insertion tube measured at 3 megaohms, a cut on switch 1, dent on the distal end plastic cover, chip around the objective lens, crack on the bending section cover glue, and snakiness on the insertion tube when angulating. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00297.

Event description:
The customer reported that an unknown clip was "sucked" in the channel of the evis exera iii colonovideoscope and was stuck until dislodge. The customer later clarified that the clip, which was from a previous procedure, came out in the patient during a diagnostic colonoscopy. The clip was immediately removed via roth net and the same scope was introduced into the colon to finish the procedure. The procedure was not prolonged "all that much" and its outcome was not affected by the reported issue. There was no death or injury at this point and the patient is being monitored per protocol for infection starting with immediate blood draw for baseline exposure levels. The scope was returned to ensure no damage to the channel had occurred. There was no further harm or user injury reported due to the event.